Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a s2 general anomaly with the hybrid. After approximately three years of service the pump met voltage trip points for eri (elective replacement indicator) and eos (end of service ¿ 2.60v). Static current drain was found to be a failing 52 ua.

Event description:
It was reported than an early replacement indicator (eri) was missed. The patient went to a pump appointment and the health care provider (hcp) found the message that the eri occurred on (B)(6) 2013 and a replace date of (B)(6) 2013, the day of the appointment. Reportedly, there were no adverse medical conditions noted. On (B)(6) 2012, the patient¿s estimated eri was 66 months. On (B)(6) 2012, the patient¿s estimated eri was 60 months. On (B)(6)2013, the patient¿s estimated eri was 54 months. On (B)(6) 2013, the patient¿s telemetry showed eri occurred on (B)(6) 2013. The patient was in the process of obtaining a referral. The pump was used to deliver morphine at .33mg/day.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional analysis of the pump to determine the root case component failure found high current drain/ d487 ic anomaly with the hybrid. Only the hybrid was sent for additional analysis and the cause of the end of service (eos) state was found to be due to an anomaly in the d487 integrated circuit (ic). The anomaly caused high current drain in the hybrid that eventually depleted the battery. The defect on the d487 ic was identified by photon emission microscopy (pem), and is located within the random access memory (ram). The d487 is a 0.8¿m cmos microcontroller ic with a component designation of u2 on the h0950-006 hybrid. The anomalous die was from part number pd487-zc5ab from wafer lot 2atfj.46l.